Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 7 years, who has used the reliant device for expansion of vascular prostheses 250 times in total over the last 51 months and 30 times over the last 12 months and for temporary occlusion of large vessels 400 times in total over the last 51 months and 45 times over the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts), the fol lowing complications were encountered; inability to insert guidewire (impossible to insert the guide wire). The physician found the inability to insert guidewire somewhat concerning. Some of the inability to insert guidewire events were reported to be device related. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided